Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that the patient who was implanted intrathecal baclofen pump. The indication for use regarding the pump was intractable spasticity. The patient¿s medical history included epilepsy. The patient just had a pump replacement performed on (B)(6) 2015 due to normal battery depletion. The patient was discharged yesterday afternoon. The drug(s) administered via the pump were not reported. Concomitant medications included keppra 500 mg (1 tablet twice per day) for epileptic discharging and celexa 40 mg (1 tablet once per day). It was reported that the patient was also receiving keflex at 55 mg, however it was then noted in the call to ¿scratch that¿ regarding keflex (unclear as reported if patient was also receiving keflex 55 mg). Drug therapy dates were not reported. The patient noticed withdrawal symptoms within an hour after leaving the hospital regarding the pump replacement. The patient¿s ride home was one hour long and the symptoms started after they arrived home around 4:30 pm eastern standard time. The symptoms included slurred speech, dizziness, lethargic, and ¿unable to wake up¿. The symptoms were described as having occurred gradually v s. Suddenly. The patient called a hospital at 9 pm and was directed to go to the closest emergency room (ER). Because they were unable to wake the patient they called an ambulance to transport the patient to a hospital. As of (B)(6) 2015, the patient was currently in the ER and was going to be admitted. The hospital contacted a company representative, however they were told company representative would be there sometime in the morning. At the time of the report a company representative had not showed up yet and it was the afternoon now. Tests performed included a CT scan and routine blood work; testing indicated no stroke occurred. The reporter disconnected from the call in which the event was being reported as they were receiving another call from the hospital. No further information was gathered. Additional information requested included clarification of drug(s) / baclofen administered via the pump, other medications the patient was taking at the time of the event, medical history, cause of event, and event outcome. A supplemental report will be provided as additional information becomes available.